Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 459 mg/dl, 232 mg/dl, 117 mg/dl, and 100 mg/dl. No high or low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.